Event description:
At post implant, the lead had dislodged. Device was program- med to vvi at maximum output with a lower rate of 40 or 50. On (B)(6) 2012, the patient presented to the ER due to syncope. X-ray revealed that the lead had pulled all the way back and was not attached to the heart. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.